Event description:
During a follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.